Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not properly charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon eval the battery charger would not power up. The battery charger connector was corroded and processor u13 was not functional. The root cause for the corrosion and defective u13 could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.